Event description:
Customer advocacy received a copy of the customer's medwatch report from cdrh which states, "the nurse noticed a small leak of total parenteral nutrition (tpn) when she assessed her patient. She opened the door of the alaris pump to see where the leak was coming from. When she opened the door, the tubing was bulging (looks like a tiny jp drain) under a blue connection that is not normally there. We cannot tell lf the tubing was defective or the pump caused the tubing to bulge. The lot number I put in occurrence report is the tubing lot number. I have already sent this info to supply chain. We removed the pump and tubing from the patient and sent the pump to biomed. I kept the tubing in a bag. It does not appear that the patient got under/overdosed with tpn. Nicu patient. No harm to the patient." An incomplete date of event of (B)(6) 2019 was provided. The customer later reported that there were no adverse effects caused to the patient from the event, as well as, that the nurse did not perform a flush or IV push prior to the tubing set developing a balloon in the silicone segment.

Manufacturer narrative:
The customer¿s report of balloon in the silicone segment was confirmed per photo received by the customer. Photo provided shows a bulge/balloon in the silicone segment tubing near the upper fitment. However, no leaks were observed on ballooned set. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. The root cause of the leak is unknown.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided, however, the reportedly occurred in the nicu, therefore it is presumed that the patient was a (B)(6).

Event description:
Customer advocacy received a copy of the customer's medwatch report from cdrh which states, "the nurse noticed a small leak of total parenteral nutrition (tpn) when she assessed her patient. She opened the door of the alaris pump to see where the leak was coming from. When she opened the door, the tubing was bulging (looks like a tiny jp drain) under a blue connection that is not normally there. We cannot tell lf the tubing was defective or the pump caused the tubing to bulge. The lot number I put in occurrence report is the tubing lot number. I have already sent this info to supply chain. We removed the pump and tubing from the patient and sent the pump to biomed. I kept the tubing in a bag. It does not appear that the patient got under/overdosed with tpn. Nicu patient. No harm to the patient." An incomplete date of event of (B)(6) 2019 was provided.